Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed and attributed to a faulty shield on the analog board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty ECG connector. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.